Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sugar glucose vs blood glucose large differentials. Customer's blood glucose level was 93 mg/dl and sugar glucose was 51 mg/dl. Customer advised the threshold suspend triggers during the middle of the night. Customer has been calibrating more than 3 times a day as a result of having sensor issues. Customer advised they are pregnant and have removed the sensor. Customer advised they will get a low reading from the sensor even though they are not low. Troubleshooting for the sugar glucose vs blood glucose was performed. Customer advised they had issues with all 5 sensors they used from the box. Troubleshooting for tape not sticking was performed. Customer advised the adhesive does not stick on properly. Customer was advised that all 5 sensors would be replaced. Customer does not have any sensors to send back. Customer's current blood glucose is 60 mg/dl. Customer declined to troubleshoot for low blood glucose levels.